Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/ 510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvb13) was removed due to fracture at tooth location 12. Bone loss and pain were also reported. Ste was bone grafted.

Manufacturer narrative:
The impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was misplaced in house prior to inspection. Since product could not be located, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 12 and used for approximately 8.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture + medical conditions). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 61700537. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61700537) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture + bone loss) or product (tsvb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The most likely cause for the events is patient parafunction over the course of 8.5 years.

Event description:
No further event information available at the time of this report.